Event description:
It was reported that there was a fault with cassette detection. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6)." H3: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing duplicated the customer reported problem. The investigation determined the problem was due to a defective dso sensor. The dso sensor and seal were replaced.